Event description:
It was reported that a device was used during a laparoscopic cholecystectomy. The device quit working (solid toned) during the case. The case was completed with another device. There was no pt consequence.